Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893743 and gd893883. No exceptions were observed that were related to the reported condition.

Event description:
This is report 2 of 4. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced depression, pain and uremia and was hospitalized for the events. The patient was discharged from the hospital and was rehospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).